Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. Issue was resolved by the reseating of control board , monitoring board , pressure transducer board, furthermore the maintenance kit was replaced and internal parts was cleaned. The ventilator was delivered to the user in working condition and cleared for clinical use. There was no patient involvement. There have been no adverse events sustained as a result of the issue. However, no part replaced. Moreover, device logs were not provided. Therefore, no root cause can be established. The breathing software (which controls the delivery of gases to the patient) is executed by microprocessors and stored on control board and expiratory channel board. The software must be reinstalled if control board or expiratory channel board is replaced. The main responsibilities for control board are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The control board comprises electronics including microprocessors for handling of air and o2 gas modules, airway pressure control with input from values measured by the inspiratory and expiratory pressure transducer and nebulizer control. The control board includes an ID prom - the ID information can be read by the system. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air. Monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve in case of excessive breathing system pressure.

Event description:
Manufacturer's ref. #: (B)(4).